Event description:
On interrogation of the device 22 detection of ventricular fibrillation were noted. This was determined to be due to oversensing by the device. The device was reprogrammed to be less sensitive. Non-invasive programmed stimulation was performed and determined a new lead was necessary. This was performed nine days later.

Event description:
Add'l info rec'd from MFR 12/21/2001: guidant received info that the pt's implantable cardioverter defibrillator (ICD) system detected several episodes of oversensing. The sensitivity of the ICD was reprogrammed to least sensitive; however, this modification did not resolve the issue. Therefore, the physician elected to cap and surgically abandon the rate/sense portion of the chronic transvernous defibrillation lead, which resolved the oversensing. An add'l rate/sense lead was successfully implanted. The rate/sense portion of the lead was removed from service and surgically abandoned; therfore, guidant was unable to assess the integrity of the lead. The shocking portion of this lead remains active and implanted. No add'l adverse events have been reported to guidant. No further info has been received regarding this event. Guidant received info that the event described in the medical device report occurred on nov 27, 2001. The rate sensing portion of the lead was removed from service on nov 27, 2001, which resulted in a total implant duration of 26.1 months. The pt's ICD was implanted on the same day and remains in service. Because the device being discussed is a lead, which does not possess a power source, the question regarding life expectancy will not be addressed. However, guidant does analyze returned leads against material and electrical specifications. Lead failures, as verified by returned product analysis and determined to have resulted from noninduced mechanisms, compromise 21% of the total reported lead complications. To provide meaningful pt info. Lead failures are combined with reports unconfirmed by lab analysis (product complications). Guidant criteria for a lead complications reflects FDA post-market surveillance guidelines. With respect to the failure rate associated with this model (0144), as of november 30, 2001 the total cumulative survival over a 24-month period of time was equivalent to 99.91%. This percentage was based on an active population of 8,931 leads and a sample size of 3,873.5 leads.